Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. Analysis was unable to prime during the prime test due to faulty force sensor resistor. No motor error alarm noted by analysis. The insulin pump's motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window, a cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 251 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.